Event description:
Customer reportedly rec'd results of 471 mg/dl and 195 mg/dl within 10 minutes on the advantage system. Last night the customer also reportedly rec'd results of 371 mg/dl and 128 mg/dl within 10 minutes on the advantage system. The customer did not provide the location where the discrepant results were obtained. The customer states he washed his hands between taking the back to back tests. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent. Comfort curve test strip lot number 549532, expiration date 03/31/2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.